Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6(problem code, type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer inspected the unit and was able to duplicate the reported low vacuum alarm during operation. The fse identified excessive condensation buildup in the purge tubing. The condensation removal procedure was performed, and the purge filter was replaced with a customer supplied filter, which resolved the issue. The unit passed all required functional and safety tests and was cleared for return to clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs300 english 110v domestic intra-aortic balloon pump (iabp) alarming low vacuum. There was no patient harm or injury reported.